Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 2340 products désignation refobacin bone cement r 2x40, reference 3003940002-3, batch 840aaf1806 were manufactured on (jan 29, 2019). The device manufacturing quality record (6484779) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by customer that the inner sterile packaging of the cement powder was not closed completely. No adverse event has been reported.

Event description:
It was been reported that the inner sterile packaging of the cement powder was not closed completely. No impact patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No received picture to confirm the reported event. The product analysis shows that the product has been returned in original box with all pouches. The aluminum and outer pouches are not damaged but opened. On the inner pouch, the biomet sealing is opened on 1/8 of the length. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 2x40, reference 3003940002-3, batch 840aaf1806 were manufactured on (jan 29, 2019). The device manufacturing quality record (6484779) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. Only one complaint has been recorded over the batch 840aaf1806 on the range rbcr rpbc. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported by customer that the inner sterile packaging of the cement powder was not closed completely. No adverse event has been reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product has been returned to the manufacturer and analysed. The investigation is pending. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.